Event description:
In 2000, I had a hernia repair the dr put in a kugel patch small circle 8x8cm cat no10-103 lot no 031000. Then in 2005, I experienced severe pain in my belly button also bleeding out of my belly button, I went to the dr and she brought down a surgical dr, and he told me my colon was twisted and the kugel patch was severely infected. I had to have surgery to have kugel patch removed. After the surgery, I experienced severe pain, I had to carry a wound vac around at all times and a nurse had to come to my home every three days and dig in my open stomach and clean it out, and bandage the wound. It was very painful. I have no belly button now, and for the last two years, I have irritable bowel syndrome and fistulas because of the kugel patch and I suffer everyday just to go to the bathroom. This has affected my emotions, and I go to a licensed psychologist twice a month plus I go to my dr. Every month for two years. I have many bills, because of this and the pain I have endured is a lot for me to handle and is a daily experienced. Dates of use: 2000 - 2005. Diagnosis or reason for use: hernia repair.